Event description:
Following deployment of the angio-seal device, post hemostasis bleeding was noted and a pressure bandage was applied while the patient was in the cath lab. The patient was transferred to the intensive care unit. When the pressure bandage was removed from the groin, a hematoma was noted. A new pressure bandage was applied. The patient was transfused with 4 untis packed red blood cells. The patient's hemoglobin level decreased more than two points. After recovery the patient was transferred to the cardiology department. A pre-placement angiogram was not performed and the deploying physician had not completed certification on proper deployment techniques for the use of the 8f sts angioseal device at the time of this event.